Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer also stated that her infusion site was infected. The customer's blood glucose read "high" on the glucometer. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.